Event description:
Reporter alleged obtaining the results of 132 mg/dl and 480 mg/dl back to back within 10 minutes on the aviva system. Reporter took his medication, listed as 750 mg of metformin, 30 minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Device issue: difficult to position, failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the locator wings, resistance was met as the device was retracted to place the locator wings against the anterior surface of the arterial wall. The safety release was activated retracting the locator wings. After retracting and positioning the device, the plunger would not stay down in the deployed position to deploy the locator wings. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.